Event description:
Started noticing differences in my vision, worsening food sensitivities, breaking out in hives and spiking fevers, heat and cold intolerance, sensitive to light and night driving is getting worse, the brain fog and memory is completely intolerable, body smell has gotten worse, acid reflux is a lot worse. Have to watch all the food I eat, can't finish a sentence completely, and the tiredness is insane. I have no energy at all, been tested for lyme and all types of deficiencies, nothing. Have a mammogram yearly, nothing showed except a lot of density. I have gained a lot of unexplained weight. Periods are all over the place, sinus issues, sleep apnea, difficulty swallowing, feeling like I am being choked in sleep, sensitivity to sound overall, night sweats, completely soaked waking up, mood swings, sharp pains in breasts when I lean down to tie shoes or pick something up, stabbing feeling in breast, always dizzy. Feeling of numbness in hands and feet, almost falling from numbness, looking older than I am. Always clearing my throat like a piece of hair is in there, dry eyes, needed dr's assistance with drops. Always extreme cold or hot, nothing in between. Yeast infections out of nowhere, can't concentrate on anything, high blood pressure, extreme high cholesterol, black acne, dermatitis on back, kidney stones all of a sudden appeared and got larger, found on MRI when had excruciating pains in back. FDA safety report ID# (B)(4).